Event description:
Through the receipt of a legal claim it has been alleged that a patient underwent an ultra-low anterior resection with mobile and left hemicolectomy with mobilization of splenic flexure and hand-sewn coloanal anastomosis. This surgery was for rectal cancer. The surgery lasted 3 hours longer than someone in the patient's medical condition should have due the device misfiring. The patient was brought to the recovery room in stable condition having tolerated the procedure well. The patient was discharged from the hospital on (B)(6) 2008. The patient subsequently expired. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): received information from counsel that indicates the device in this matter is actually a contour device and not this device. The event was previously reported under 3500a report # 3005075853-2008-03406.